Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a low rectal procedure, the device could not be fired at the 2nd stroke of 2nd firing. An unexpected noise was also heard. The procedure was changed to an open surgery to take out the device and changed another one to complete the procedure. But the whole procedure was delayed around half an hour and the patient accepted more anesthetic. Patient also lost blood. Additional information has been requested to quantify blood loss, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Idler gear. The analysis results showed that one ec60 device was returned with the shrouds opened without a reload present. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 2 and 3; therefore, no functional test could be performed. The device was disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation, resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized, the device will not open as the position of the indicator gear has to be home in order for the device to open.